Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume intermate burst near the end of the infusion. The device was filled with caspofungin 50mg in 250 ml of sodium chloride. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported that the balloon of a large volume intermate burst near the end of the infusion. The device was filled with caspofungin 50mg in 250 ml of sodium chloride. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from june 03, 2021 - june 04, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.